Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that 2 beads eroded at the time of the endoscopy. Where were the eroded beads positioned? Were the 2 beads removed during the endoscopy or were they left in place? It was reported that the explant of the whole device was not yet planned. Has the explant taken place? If yes, please provide the date of explant. If the device has been explanted, which best describes the device removal approach: endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date; endoscopically removed the eroded beads & laparoscopically removed the device the same day; endoscopically removed the entire device; laparoscopically removed the entire device? Was the patient stented? What is the current condition of the patient? If available, what is the lot number for the lx13?

Event description:
It was reported that there was a linx erosion. Dysphagia since (B)(6) 2018 after heavy vomiting. There were no intra operative complications during implant. There was a hiatal or crural repair done at the time of implant. No mesh was used at time of implant. In 2012 the patient had dilations, egd, or other procedures between the linx implant and discovery of the erosion. 2 beads eroded at the time of the endoscopy. The patient did not have pre-existing dysphagia. The first clinical symptoms that provided evidence of an erosion and when did they first occur? Dysphagia since (B)(6) 2019 after heavy vomiting. Explantation of the whole device is not planned yet.